Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown healing abutment would not seat on a biomet implant (fnt410). The doctor closed the would without covering the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.